Event description:
Pt reported obtaining a 125 mg/dl on the aviva system (strip lot 300331 with expiration date 1/31/2008). Pt did not take any action based on this value. Pt stated that, 30 or 40 mins later, while at home, she began feeling dizzy and then lost consciousness. Emergency medical services were summoned on pt's behalf and upon their arrival pt was treated with an intravenous glucose solution. Pt was subsequently transported to the hosp where blood glucose reportedly measured between 50 and 60 mg/dl. Pt stated that she was given something to eat. Pt noted that she remained hospitalized for 3 days. No add'l info about treatment rec'd at hosp was provided. Qc testing had not been performed on pt's system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The accu-chek aviva test strips (cat no. 04528654001, lot no. 300331 with expiration date 1/31/2008) are the suspect product.